Event description:
Procedure: vats. According to the reporter: the reload cut but did not staple twice. Staples partially formed but not fully and fell in cavity. The surgeon opened up a new handle and reload and it worked fine. The reloads did not form fully and the bronchus tissue was wide open. When reloads were originally clamped down on the bronchus and fired across, they were able to still have enough room to fire another reload across to securely close off of the bronchus. There were only a couple of staples on the bronchus tissue and it was not formed. They then proceeded to open a new handle and reload to fire over the open bronchus tissue. It worked fine then.

Manufacturer narrative:
(B)(4).